Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board needs to be replaced to address the issue. Upon further review, this complaint has been deemed as a reportable event.